Event description:
It was reported that whilst at home, the pt fell and hit her head. Since then, she has no longer been able to hear with her right implant. The implant site is sensitive to touch and lightly swollen. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.